Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that this patient has had multiple untreated episodes and a single isolated inappropriate shock. The untreated episodes were due to t-wave oversensing with noisy signals. The inappropriate shock put the patient into ventricular tachycardia but was able to convert the patient on the subsequent shock. The patient was brought into the clinic at this time and the entire system was reprogrammed to secondary sensing vector. The physician is considering an electrode revision procedure, however the system remains in service at this time. No adverse events.